Event description:
It was reported that patient experienced alarm 30 related to pump cartridge. There was no adverse impact to the customer's blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, received instructions from technical support on placing pump into storage mode, and was informed they would need to program pump settings and reconnect continuous glucose monitor to replacement pump, which customer understood and acknowledged.